Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir, inspected the snap cap and septum for anomalies none were found. Performed occlusion test by filling the reservoir with diluent, connecting to a new infusion set and installing into a medtronic 7 series insulin pump, performed a manual prime fluid flowed through the infusion set and our of the catheter tip, conclusion the reservoir is not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that blood glucose elevated to 350 mg/dl after infusion set change. Customer had no symptoms. Troubleshooting was performed to determine reason for high blood glucose. During troubleshooting, it was found that reservoir had fine air bubbles. Insulin pump passed high pressure test. Customer was advised to change infusion set, reservoir and insulin and to call back should issue persist.